Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch link meter was reading inaccurately low when tested with a generic control solution. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began ¿around the 1st of the month¿ when she obtained an alleged inaccurate low control solution result of ¿106mg/dl¿ on the subject meter. The patient manages their diabetes with insulin pump therapy and made no changes to her usual diabetes management routine as a result of the alleged issue. The patient reported ¿about a week¿ after the alleged issue began she developed the symptom of ¿feeling terrible confusion¿. The patient reported that she did not recall the exact date, but believed it was on the 1st of the month that she attended urgent care/clinic and was treated with a ¿glucagon injection¿ by a health care professional. Additionally she had her blood glucose tested on the clinics meter and obtained a reading of ¿450mg/dl¿ at the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure. However, the patient was using an incorrect control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for symptoms suggestive of a serious injury after the alleged product issue began. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. However, the patient was using an incorrect control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.